Event description:
It was reported that the device had a potential performance issue because it reached the required replacement time (rrt) prior to five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data from the device was analyzed and analysis revealed that the device experienced battery depletion and had reached eol/eos/erk/rrt on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The device met 57% of the expected longevity.